Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous positive total beta human chorionic gonadotropin (bhcg) results on one patient's sample, which did not match the clinical presentation. The result was generated by unicel dxi 800 access chemistry analyzer. The result was not reported out of the laboratory. The original sample was repeated on the same unit and an alternate unit and lower results were obtained. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
The samples are collected in sst tube and centrifuged for 4 minutes at 3000rpm. Qc was within the customers established ranges pre and post the event. A bci field service engineer (fse) performed a system check which resulted in error message at the substrate portion. Fse replaced the substrate tubing and valve and performed system check and high sensitivity system check; both met specification. Although hardware issues were addressed a clear root cause can not be determined for this event.